Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker tripped the lead safety switch feature as a result of high out-of-range right atrial (ra) lead impedance measurements. A review of the device history identified recurrent high out-of-range impedance measurements on a competitor's ra lead. The device system was tested in unipolar and sensing and impedance measurements were normal. The physician elected to keep the device programmed to unipolar and monitor the patient. The patient is pacemaker dependent however there were no adverse patient effects reported. The device remains in service.